Event description:
The pt reported experiencing elevated blood glucose (value not provided) and kinked infusion set cannulas while using the infusion sets. The pt would bolus to lower her blood glucose with no success. She would then change the infusion set to lower her blood glucose. She would notice the issue within 2-3 hours of use. She used the insertion device to insert the headset. She also reported, the adhesive of the infusion sets did not stick well. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.